Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis noted that a partial lead was received in three pieces. Insulation abrasion was noted at 9.0 cm to 9.4 cm from the proximal end of the outer coil. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(4). (B)(6).